Manufacturer narrative:
We received this information through a survey, but we did not receive any customer or product information. Because of this we could not follow up or further analyze the claim. We could not confirm the alleged product malfunction without customer or product information; therefore, we cannot follow up for confirmation. We reviewed recent cases and found no similar issues reported by customers in this region during the stated timeframe.

Event description:
We received this information through a survey, but we did not receive any customer or product information. Because of this we could not follow up or further analyze the claim.